Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker triggered an alert for the elective replacement indicator (eri). The eri date provided was aberrant. Technical services (ts) reviewed and advised a software update was recently pushed to this pacemaker. Days after the software update remote monitoring was disabled and the aberrant eri alert was triggered. Subsequently, this pacemaker was explanted. Another pacemaker was implanted to complete this procedure. Additional information has been requested but was not provided at this time. This pacemaker has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed that critical therapy remained available. Review of device memory confirmed the device had recorded a message indicating that remote monitoring had been disabled due to a single low voltage battery measurement. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker triggered an alert for the elective replacement indicator (eri). The eri date provided was aberrant. Technical services (ts) reviewed and advised a software update was recently pushed to this pacemaker. Days after the software update remote monitoring was disabled and the aberrant eri alert was triggered. Subsequently, this pacemaker was explanted. Another pacemaker was implanted to complete this procedure. Additional information has been requested but was not provided at this time. This pacemaker was returned and analysis completed. No additional adverse patient effects were reported.